Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product or a lot number, a complete analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.

Event description:
Drug/diluent: bupivacaine 0.1%. Fill volume: 500ml and flow rate: 0-4ml/hr. Procedure: total knee arthroplasty. Cathplace: femoral block. Anesthesiologist noticed that the bolus button was not functioning and the orange indicator was in the down position. The next morning, the anesthesiologist returned to find the pump empty. Anesthesiologist reports that the pt wasn't in pain and the pt is doing fine and had no problems. Date of event: (B)(6) 2011.